Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.5, laboratory inr: 2.3. Therapeutic range: unknown. The time between testing was five (5) minutes. There was no reported adverse patient sequela. Though requested the customer was unable to provide the therapeutic range, technique information or patient information. Additionally, the customer could not provide which monitor the result was obtained on. There was no additional information provided.

Manufacturer narrative:
Investigation pending.